Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the directions for use notes the reported event as potential adverse event associated with the tavr/tavi procedure and use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Disposed.

Event description:
Slight dissection in femoral. Optipro balloon used to resolve without issue. Second guide wire used after first kinked upon insertion of bav.